Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of their customer that the 138114a, goldline,btn,hols,ext.blade, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿sparks flew to the staples and the doctor felt electricity. The doctor and the patient were not injured.¿ there was no report of injury, medical intervention, or hospitalization for the patient or user. The reporter stated that the procedure was completed, and no delay was reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date, but photographic evidence has been provided. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame 8,412,363 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000001. Per the instructions for use, the user is advised the following: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the cables connected to these devices to be in contact with skin of the patient or operator during electrosurgical activations. Do not permit the cables connected to these devices to be parallel and in close proximity to the leads of other electrical devices. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 138114a, goldline,btn,hols,ext.blade, was being used during an unknown procedure on 20feb23 when it was reported, ¿sparks flew to the staples and the doctor felt electricity. The doctor and the patient were not injured.¿ there was no report of injury, medical intervention, or hospitalization for the patient or user. The reporter stated that the procedure was completed, and no delay was reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.